Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous superficial femoral artery. An unspecified guide wire was placed in the lesion and a wallstent rp was implanted. The 5.0-40 wanda pta balloon dilatation catheter was then advanced to the lesion for post dilatation. Upon the first inflation, the balloon ruptured at 5 atmospheres. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is reported as 'good'. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)